Event description:
Customer reported that several times he had to restart the insulin pump in order to complete the rewind process. He also reported that the act button was sticking and that he received unexplained no delivery alarms. Customer did not provide the blood glucose reading and declined troubleshooting for these issues. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.